Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn't turn on when lid opened. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker product assessment center (pac) representative performed an evaluation of the customer¿s device and observed that the device doesn't turn on when lid opened. The cause of the reported issue is isolated to the reed switch sw5, but further root cause is undetermined. The customer received replacement device. The customer's device was archived by stryker.